Event description:
Patient was undergoing ddd (dual chamber) ICD implant for recent development of chb (complete heart block). Patient had history of cad (coronary artery disease) and determined to need ICD implant. During implant, when leads are exposed there is a sterile adaptor that allows extension from lead to medtronic analyzer to allow lead evaluation. Due to the patient being paced via exposed lead, the monitor programmer has a screen to allow for ECG visualization. During the evaluation the programmer screen went blank. There is a back up battery on the programmer. This maintained functionality of the device lead until new programmer set up. The back up battery does not provide a screen vision present. There was not loss of capture, patient was monitored through the whole procedure on the life pak 12.